Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. Therefore, the root cause of the delivery issue was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported a failed impella insertion with the device. A new impella was used without further issue. There was no adverse impact as a result.